Manufacturer narrative:
The impella lp2.5 was received and a failure investigation was completed. Data logs identified pump had emitted positioning alarms, however, resolved by the following day. Examination and testing of the pump found no problems and ran to specification. A review of the device history record found no manufacturing issues or reworks associated with this pump lot. The root cause of the hemolysis was unable to be determined due to lack of clinical information and pump had run within specification during use and testing.

Manufacturer narrative:
The impella lp2.5 was received and an investigation is underway. A supplemental MDR will be filed with the results of the analysis, once completed.

Event description:
The complainant reported a (B)(6) asian male presenting with myocarditis and the impella lp2.5 was selected for cardiac support. During treatment, the patient exhibited hemolysis. For treatment, the patient was infused with a total of 50 units of blood products.